Event description:
The customer reported that on 1/9/1998 vasoseal was used following a ptca procedure. Post procedure patient was on bed rest for 24 hours. When the patient got up to use the bathroom a large hematoma immediately developed. A bruit was discovered. The patient has surgical repair of a pseudoaneurysm and hematoma.